Event description:
An endurant iis stent graft system was implanted during a chevar procedure . A non medtronic renal stent was also implanted. It was reported that 4 days later, on the esbf3614c103ee ((B)(4)) device, it was found that there was a minor infolding near the distal part of implanting chimney stent. Per site, the infolding is a device deficiency. No action has been taken. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.